Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument and the srk involved with this complaint and completed investigations. Failure analysis replicated/confirmed the customer reported complaint. The instrument with an in-house stapler reload was installed on an in-house system. The instrument initialized without any issues. Using shim material, the instrument passed clamp testing in all wrist orientations except for pitch down. Evaluation found that the srk was broken and a piece of the srk was lodged in hole #1 of the instrument. Investigations also found that the instrument's pivot plate was broken due to mishandling and misuse. Review of the instrument¿s logs for the reported procedure date found that unclamping errors occurred during use of a white stapler reload. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the curved-tip stapler 30 instrument. While the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument would not clamp and was jammed. Also, the tip of the stapler release kit (srk) was ¿busted¿. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 03/07/2018 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the isi clinical sales representative and the site¿s robotics coordinator. The following additional information was provided: the planned surgical procedure was a da vinci assisted pulmonary lobectomy procedure. The surgeon was clamping on a unspecified vessel; however, it is believed that the vessel was a vein. During the instrument¿s clamping sequence, the surgeon had to reposition the curved-tip stapler 30 3 to 5 times. Each time the clamp failed, the surgeon did not wait the 15 seconds to reposition the instrument¿s jaw. During the final clamp an abnormal sound was heard coming from the instrument. The robotics coordinator, was told by the scrub technician present for the procedure that the instrument sounded ¿rough and it sounded like it was working hard.¿ after the final clamping failure occurred the system indicated to use the srk and prior to the csr triggering a fault, the physician's assistant had already started to turn the srk in hole #1 and the key broke in hole #1. After triggering a fault a replacement srk was then used to open hole #2 and hole #3 and the instrument's jaw opened just enough to remove the jaw from the patient's vessel. A replacement curved-tip stapler 30 instrument was used to complete the procedure.